Event description:
A greenfield filter was implanted on (B)(6) 2009. On (B)(6) 2017 it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported.